Event description:
Defib paddles would not work at the time they were needed. Defibrillator machine display showed "connect paddles" even though the paddles were connected. Another defibrillator machine was brought in and connected to the paddles and the same thing happened. The pigtail from another room was brought in and connected to the system and the same thing happened. Only by holding the connections in a certain position were hcp's able to get the defibrillator to work.